Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted, replaced and the same pocket site was used to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.